Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer had experienced a lot of high and low blood glucose. The caller stated that the high blood glucose started roughly a year ago. The customer had a high blood glucose over 600 mg/dl. The caller could not give a specific reading. The customer would treat the high blood glucose with a bolus and shots. The customer's low blood glucose started 9 months ago, and the blood glucose reading was 25 mg/dl. They would treat the low blood glucose with juice and food. There were no hospitalizations for both circumstances. The device will not be returned for analysis.